Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diaphragmatic stimulation from the left ventricular lead was observed during follow-up in clinic. Device was reprogrammed. Patient was stable.